Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed a no telemetry condition. The no telemetry condition was the result of an open antenna.

Event description:
It was reported that the device would not communicate with the programmer. The device was not used; there was no patient involvement. It was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.